Event description:
It was reported that the t: slim x2 pump battery would not charge, and there was a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump to resolve the issue, and the customer chose to rely on multiple daily injections as backup therapy for insulin delivery. Despite the initial battery issue, the pump eventually turned on after being left plugged into the charger; a more permanent solution is being pursued with assistance from the customer's healthcare provider and diabetes educator.